Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that three weeks ago, the insulin pump emptied an entire bottle of insulin into him. The customer stated that he has been off the pump for five weeks. The customer stated there was nothing to indicate that the insulin pump malfunctioned. The customer stated that he was hospitalized because of seizures. No further info was provided.